Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error, including excessive force, misaligned insertion, prying or levering the device, and/or contact with another instrument during use, which resulted in breakage. Additionally, the device was manufactured in 2018; age-related wear may also have contributed to the failure. Directions for use - dfu-0023-eo revision 5 - instruments c. Validation repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to repeated use and/or reprocessing. The user assumes liability and is responsible for the use of a damaged or dirty device. E. Inspection and maintenance 1. Arthrex non-sterile devices are precision medical devices and must be used and handled with care. Inspect the devices for damage prior to use, and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance. I. Cautions 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. 7. Do not overstress the device or use device to pry tissue. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th december 2025, it was reported by an arthrex employee via email that for an ar-1678-05, drill bit for swivelock®, 3.5 mm, the drill piece snapped and broke off during drilling. This was detected during use in a brostrum + internal brace procedure on (B)(6) 2025. The procedure was completed successfully as they used a needle holder to remove the drill piece.